Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was in the range of 400 mg/dl. Customer stated that the infusion set had bent cannula. Customer was treated with manual injections. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis.